Event description:
A caller reported that the adc device would not power on with either button press or test strip insertion. The caller indicated that the customer required third-party intervention due to this issue, but further information was unable to be obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, the case will be re-opened, and a physical investigation will be performed.